Event description:
While resident was boveing and mosquito curve, that was touching the pt's left calf, began to feel hot. The boveing was discontinued. The pt's leg was found to have a one cm. Superficial burn. The site was checked later and was found to have a 12 cm by 8 cm burn.